Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On 29 april 2026, insulet received an email reporting that the patient was hospitalized over the weekend for elevated blood glucose levels. Multiple outreach attempts were made; however, no contact was established, and no additional information was obtained. It is unknown whether the patient was wearing a pod at the time of medical attention, whether the hospitalization was related to the device, the date and duration of the medical visit, symptoms experienced, diagnosis, or treatment provided, as this information could not be obtained despite good faith follow-up attempts. A supplemental report will be submitted if additional information becomes available.